Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a rash located on both of her breasts. No allegations of any open skin. There was no alleged device malfunction contributing to the irritation. "Patient was a cream by a physician." Follow up indicated that the skin irritation has improved.